Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to hospital due to high blood glucose level on (B)(6) 2021. Customer had blood glucose level of 600 mg/dl. Customer was treated with manual injection. Customer was alleging insulin pump for under delivering because customer changed infusion set and still had high blood glucose level. Customer declined to check air bubbles an leak. The reservoir will not be returned for analysis.